Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure issue. The device was not in patient use. The ventilator was returned to a third party service center and the customer complaint was confirmed. The device's software was reloaded to address the issue.